Event description:
Customer reported a cracked and shattered touchscreen on their device, which prevented interaction as the screen was illegible. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump. The customer was advised to use multiple daily injections as a temporary backup and followed instructions to prepare the pump for return.